Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument would not clip. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
A return material authorization (RMA) was issued requesting to have the intuitive surgical, inc. (Isi) clip applier instrument returned; however, isi has not received the device involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument o perform failure analysis. The instrument was analyzed and the reported event with the instrument could not be replicated nor confirmed. The instrument was installed and tested on an in-house system, where it passed the recognition and engagement tests. It demonstrated intuitive movement with a full range of motion in all directions, and the jaw opened and closed properly. The instrument was found to be fully functional, and no product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issues with the product.

Event description:
Refer to h11 for follow-up information.